Manufacturer narrative:
Submit date: 3/17/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer states a (B)(6) male patient had a 16fr (10ml balloon filled with water) urethral catheter inserted intra-operatively on (B)(6) 2015. It would appear that the balloon had deflated about 3 days after insertion as he reported bypassing of urine at that juncture. The patient was admitted as an emergency with urosepsis on (B)(6) 2016. He has had an open radical prostatectomy in the past and had a dilated urethra just distal to the anastomosis. It is thought that the semi deflated balloon was in that area from 3 days after insertion. The patient had a removal of an eroded cuff of an artificial urinary sphincter. The catheter fell out the day after the patient was admitted on (B)(6) 2016, and the balloon was found to only be inflated with 1 ml of fluid. The device was tested and the balloon and valve appeared to be intact; there was no apparent leak. The patient was diagnosed with sepsis and a pulmonary embolism. The medical intervention that was required was a thoracotomy, cardiopulmonary bypass, and a thrombectomy. The patient's current status is moribund in the intensive therapy unit.

Manufacturer narrative:
It was reported to covidien on may 25, 2016 that the patient has passed away. The catheter was not in place at the time of death as the original report stated that it had been removed and discarded.

Manufacturer narrative:
The lot number was reported to covidien on 3/30/2016. This lot number is associated with a different manufacturing plant than originally reported.

Manufacturer narrative:
Submit date: 06/09/2016. The complaint states that no sample will be returned. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). Without a sample we are unable to confirm the reported condition. Without confirmation of the reported issue, it is difficult to ascertain the root cause; however, the most likely root cause is the length of time the catheter was in use. The complaint report suggests that when the catheter was removed from the patient that it appeared to be intact and there was no apparent leak. During manufacturing foley catheters are 100% tested which includes inflating the cuff, ensuring there are no leaks and deflating the cuff. This inspection involves 100% inflation of the catheter balloon. The catheter and the balloon are then inspected for any defects. All catheters are then deflated. This inspection would highlight any balloon issues prior to the finished device packaging operation. The DHR (device history record) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15b190fhx. Customer reports are communicated on a weekly basis via display boards in all manufacturing areas to heighten awareness. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
This MDR should not have been filed as this product lot # is not sold in the united states and there is not a similar product sold in the united states.